Event description:
The manufacturer received information alleging the unit displayed an error code related to the pressure. There was no harm or injury reported. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging the unit displayed an error code related to the pressure. There was no harm or injury reported. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was not confirmed; however, the system board did present a functional failure as it did not display valve information. The system board was replaced to address the issue.